Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited under sensing that indicated loss of contact. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported complaint of a potentially false tachycardia episode was confirmed. The false tachycardia episode was due to large noise interference (likely from external systems). No device malfunction was found.